Event description:
It was reported that during a bph prostate procedure, at 19,119 joules and 04:18 minutes of usage, the customer reported "fiber broke" the procedure was completed using a second fiber. Patient outcome: "no damaged to the patient" reported, no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification and detritus adhesion at the output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).